Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation.

Event description:
It was reported that a revision surgery was performed due to uncomfortable feeling. The surgeon decided it is not the product failure because it has taken long time after the primary surgery.